Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016. The customer was hospitalized due to endocrine disorders. The customer was found unresponsive by a bystander. Customer's blood glucose level was 460 mg/dl. The device was not returned.